Manufacturer narrative:
The investigation of this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported an issue with the arm unit during a cardiac arrest rescue. They stated that the unit performed 2-3 compressions before stopping and triggering an alarm, despite the battery indicating a full charge. They attempted to troubleshoot the device but ultimately removed it and transitioned to manual CPR. After the rescue, the customer tested the unit, and it operated without issue.